Event description:
It was reported that the customer was hospitalized for high blood glucose levels. It was stated that the customer had been sick with pneumonia prior to the hospitalization. It was also stated that the customer received many no delivery alarms due to having scar tissue in the abdomen. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.